Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. This occurred with insulin cartridges on 09/21/2018 and 09/24/2018. No adverse event was reported. The insulin cartridges were requested to be returned for product evaluation.